Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during cleaning and testing of cardiosave intra-aortic balloon pump (iabp), the unit display had two dark circles on the bottom. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse confirmed the issue and replaced the display top lcd assembly (d160-00-0127). The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing department received the following part associated with this complaint: pn: 0160-00-0127 sn: (B)(6). Display top lcd. This part was received with a reported unit failure message of two dark circles on the bottom of display. Performed visual inspection of this parts received and saw two dark circles on the bottom of the display. The fat dept. Verified the failure message of dark circles on the bottom of the display. Retaining this assy. Display top lcd in the fat dept. Per procedure 0002-07-d008 rev at.